Event description:
During a laparoscopic cholecystemctomy, a clip fell into the pt abdomen but the surgeon did not notice and the pt was discharged. After some time the pt had abdomen pain. They came back to the hosp and through radiographs the clip was discovered free in the abdomen. However, it was diagnosed as cholitis and the pt was discharged from the hosp. Since the pain continued the pt went to another hosp and there he was operated on, for appendectomy and at the same time the free clip was retrieved.